Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 403 mg/dl. The customer experienced different blood glucose level of 100 mg/dl, 200 mg/dl,250 mg/dl,249 mg/dl,69 mg/dl,84 mg/dl,340 mg/dl,150 mg/dl, 245 mg/dl,342 mg/dl,229 mg/dl,140 mg/dl,65 mg/dl,114 mg/dl,230 mg/dl,213 mg/dl,249 mg/dl,340 mg/dl,209 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap appears to be normal. Troubleshooting was declined by the customer for high blood glucose. The product will not be returned for the analysis.